Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 30 issue was verified. Based on the analysis, the alleged minimum fill issue could not be verified.

Event description:
It was reported that the customer received a cartridge alarm 30 during the load sequence. Subsequently, it was reported that multiple minimum fill notifications occurred after filling a cartridge with 150 units and 140 units of insulin. Customer's blood glucose level was 259 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.